Event description:
A patient reported experiencing inaccurate erratic reslts with a one touch profile meter. The patient's blood glucose results were 161mg/dl, and 210 mg/dl. Tests were done within 10 minutes with a difference of 23%. Patient did not experience any adverse events. No further information has been reported. Note: customer used an expired test strip for one of the two back to back tests.